Manufacturer narrative:
Trackwise # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). Cutter split after it was fired. Same device was used to complete the procedure. No harm to patient.

Manufacturer narrative:
Trackwise # (B)(4) corrected section: h-3 if other provide code -explain- device returned.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2,h6, h10, h11.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 25160473 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 01/17/2022. An investigation was conducted on 01/25/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the aortic cutter. The casing of the aortic cutter was observed to be separated at the base of the cutter. The needle was observed to be deployed. No other visual defects were observed. An engineers evaluation was conducted. The extension of the blade was measured at 0.4040¿¿ which is within the specification. The covers were separated to inspect the internal assembly. The spring was measured and investigated for any damages. The length of the spring was measured at 4.514¿¿, the spring outer diameter was measured at 0.4514¿¿ and the diameter of the spring wire was measured at 0.4525¿¿. The diameter of the spring wire was measured at 0.035". All the measured dimensions were within the specifications. There were no non-conformities observed with the spring based on the returned condition of the device, the reported failure "break" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). Cutter split after it was fired.